Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial#(B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Product ID: 8840, product type: programmer, physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4) apply to both the pump and the catheter. (B)(4) applies to the pump. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 1000 mcg/ml (1.0 mg/ml)for a total dose of 6.3 (minimum rate)mcg/day (0.0063 mg/day) and bupivacaine 30 mg/ml for a total dose of 0.19 (minimum rate) mg/day via an implantable pump for non-malignant pain. It was reported patient was admitted to healthcare professional inpatient services on (B)(6)2017. Patient was admitted because of a possible overdose on fentanyl and bupivacaine. Patient's throat was closing up and patient was very drowsy/experiencing drowsiness and throat closing. It was noted that patient had no other symptoms of allergic reaction so healthcare professional (hcp) did not think it was an allergy. Hcp suspected that the concentrations may have been entered incorrectly at the time of last drug refill. It was noted that patient was refilled a couple days ago and the drug was changed from dilaudid to fentanyl and bupivacaine. It was questioned if it was related to the pump since the dose was so low. Hcp read the programming and does not see how the bridge was programmed. Manufacturer representative (rep) was requested to come out to check the pump to see the previous programming. It was reviewed rep would see the same data as the hcp and would not be able to access the bridge information. Hcp was directed to managing hcp to get the printout. Hcp paged the clinical specialist on call and scheduled a dye study and pump examination on (B)(6) 2017. The pump was set to minimum rate and the patient was monitored 24/7. Factors that may have led or contributed to the issue was noted as not applicable. Hcp attempted a dye study in the operating room on (B)(6) 2017 and was unable to aspirate the catheter using the catheter access port (cap) kit. The orientation of the pump was atypical. It was implanted near the hip. It was noted that the positioning was awkward, however hcp was able to confirm needle entry into the cap. It was noted this concluded the dye study as hcp was not able to successfully clear the catheter and confirm free flowing cerebrospinal fluid (csf). Hcp referred patient to neurosurgeon the same day. It was noted the issue was not resolved at time of report and patient's status at time of report was "alive-no injury." It was noted that no surgical intervention occurred, but surgical intervention was planned and scheduled. It was noted that neurosurgeon will examine the catheter and the pump surgically on (B)(6) 2017. Neurosurgeon is prepared to replace the entire intrathecal system-catheter and pump. It was noted that more information will be available on 7 days. It was reported patient will refuse to see the hcp again after this experience. It was stated hcp may need to remove the system contents and flush the system if patient refuses to see the hcp. It was noted as a sudden change in therapy/symptoms. No troubleshooting was performed during the call. It was noted that the symptoms stated after the refill a couple days ago. Event date was noted as (B)(6) 2017 as a specific day of when patient was refilled was unknown. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. : patient codes applies to the physician programmer. Device code no longer applies to the pump, and instead applies to the pump. Device code applies to the physician programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on (B)(6) 2017 the physician filled the pump with fentanyl but the patient had concerns because she states she has over 25 allergies to medications. On (B)(6) 2017, the patient went to the hospital for 10 days because they were literally standing up and would pass out and was told something went wrong with the pump (calling it a pump malfunction) and the patient was also having an allergic reaction to the fentanyl medication that was put in the pump and was basically being overdosed. The patient states she was told it was like she was overdosing on heroin. The patient thought they were going to drain and refill the pump with dilaudid but the hcp stated they needed to change the whole pump due to the pump malfunctioning and stated it quit working. There was a first surgery to see if they could go in and fix the pump and refill it with different medication but they couldn't get it to work. On (B)(6) 2017, the patient states she had a second surgery in which a new pump was put in. It was noted that the patient has a history of migraine headaches and hasn't had one since her last spinal tap and was in the hospital for 7 days because of the incident. There were no further complications reported/anticipated.

Event description:
Additional information was received from a manufacturer representative on 2017-apr-07. The representative was not aware of any programmer errors and the healthcare provider (hcp) did not report any programming errors to the representative. The hcp believed that there may have been a catheter problem since he could not aspirate. The cause was undetermined. It was resolved by the surgeon who replaced the catheter entirely. The problem was resolved. The patient had since been discharged. The hcp, who only saw her as an inpatient, could not provide the patient¿s weight at this point. There were no further complications reported or anticipated.